Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and it was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. No motor noise noted during testing. Occlusion test wasn't finished due to motor error alarm. The device passed displacement test and no delivery test. The device had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus and day prior customer had three lows. Customer's blood glucose was 150 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. Customer mentioned that ever since he has had the device it makes noise when he rewinds. Customer declined troubleshooting for low.